Manufacturer narrative:
No information on the date of the event or the serial number. Pending more information from the surgeon.

Event description:
The icp catheter was removed prematurely because it was displaying excessively low icp values (which were consistently negative). The patient's care did not require the sensor to be replaced, and the abnormally low readings did not result in any action other than the removal of the sensor. When removed, the catheter showed a pressure reading of -31 mmhg.